Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d4, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-apr-2022 to 20- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system prevented the users from logging in. The field service engineer reimaged hard drive, replaced the docking board and communication sled, all-in-one screen assembly, performed full data synchronization, rebooted and configured to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly displayed black screen, preventing user log in to the station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly displayed black screen, preventing user log in to the station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station's application was not working, and users unable to login through admin credentials. Replaced the all in one screen assembly, reimaged the hard drive, performed full data sync and configured to resolve. The system functioned as intended.